Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that her husband experienced high blood glucose of 590mg/dl, 508mg/dl which was treated with insulin pump. Customer¿s blood glucose was 390mg/dl at time of incident. Customer¿s insulin pump alarmed for insulin flow blocked during fill tubing. Customer had symptoms like abdominal pain, and feeling tired. Customer states the insulin did not exit as reservoir was empty. Customer had bent cannula. Product will not be return for analysis.